Event description:
Underdelivery noted during biomedical engineering testing procedures. The pump was rec'd in the biomed dept with a note stating "broken." Upon testing, it was noted that "the pump consistently underdelivered by 10-15%." There were no reports of any adverse pt events when the device was in pt use. The note on the pump was not signed, therefore, further info regarding "broken" could not be obtained. No add'l info was available.